Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the receiver is turning off on its own on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of the receiver turning off on its own was not confirmed. A root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the receiver is turning off on its own on (B)(6) 2015. The distributor did not report any injury or medical intervention.